Event description:
A customer contacted beckman coulter inc., (bci) regarding troponin (accutni) result, above the ami cut-off, generated by the access 2 immunoassay system for one patient. Upon repeat testing on this and on a different instrument accutni results were within the normal reference range. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse verified the instrument performance; all verification testing met published specifications. No hardware issues were noted. No clear root cause could be determined for this event.